Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e103 error was triggered due to the spare lamp coming on as the main lamp ended its life used over 500 hours. The instruction manual identified the following verbiage, which may prevent the phenomenon: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) spoke to the customer to troubleshoot the device. Customer reported that the lamp has 500 hours and goes to spare lamp. Tac suggested that the customer change the lamp since the lamp often fail after it reaches the 500 hours limit. Customer confirmed to replace the bulb and the device is working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an error code e103. The error was observed during preparation for use. There was no harm or user injury reported due to the event.